Event description:
The user was using the walker at the kitchen sink when the left leg of the walker gave out at the joint causing the leg to break and the user to fall. The user bumped her head and received a laceration/puncture to the arm. The user was taken to the emergency room where she received stitches and is currently undergoing additional treatment that the reporter was unwilling to disclose.

Manufacturer narrative:
This incident is being reported due to the walker leg allegedly breaking during use resulting in the user falling and receiving a laceration/puncture wound to the arm requiring stitches and additional unknown medical care. The reporter was unable to provide sufficient identifying information on the device to determine the manufacturing location or supplier of the device. This device was both manufactured at invacare sites and supplied to invacare by other manufactures. Due to this the invacare taylor street registration number was used for this filing. This device has been discontinued as of september 2023. The user was within the 300-pound weight capacity of the device. The reporter was unwilling to provide pictures showing the damage to the device and was unwilling to return the device for further evaluation. Based on the available information it is unclear exactly which portion of the walker leg had broken or what caused it to occur. This incident is being escalated internally for further review.